Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This surgery was a removal of both left and right iliac screws. The rod had pulled out from the left iliac screw and the cap had come loose. The right screw was still attached to the rod. The original surgery was performed by dr.(B)(6) on (B)(6) 2015 at (B)(6) hosp. Both locking caps were removed as well as both screws. Also, the surgeon cut the section of rod associated with each screw. The part numbers and serial numbers are below:

Manufacturer narrative:
(B)(4). Two (2) expedium 6.35 set screws, one (1) expedium 6.35 ti poly-axial screw 8 x 90mm and one (1) expedium 6.35 ti poly-axial screw 8 x 55mm were returned for evaluation. Visual examination of the two (2) expedium 6.35 set screws revealed significant signs of wear, consistent with the forced removal of the set screw. One of the set screws has surface indication of the rod striation indicating full rod contact upon final tightening. However, the other set screw has no proper indication of rod striation. Visual examination of the expedium 6.35 ti poly-axial screw 8 x 90mm and expedium 6.35 ti poly-axial screw 8 x 55mm revealed some signs of operative use with the tulip head threads being torn/peeled, consistent with the forced removal of the screw. It is also noted that the drive feature inside the poly-axial screws are stripped. With the provided information, the investigation could not confirm any alleged product failure as the damage is consistent with the forced removal of the screw. It is not suspected that the product failed to meet specifications.in general, patient factors that may affect the performance of the components include: patient anatomy, bone quality, activity level, type of activity, and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. However, some possible root causes are: - one of the set screws was inadequately tightened, resulting in the migration of the rod. - inadequate reduction of rod into the implant. - torque driver was not set to a torque of 80 in-lbs. - patient falling after the surgery. This is not an exhaustive list and a definitive root cause cannot be determined with certainty. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.